Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The positive and negative lead pads were lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving discharge profile faults.